Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced decreased therapy due to migration of both leads. As a result, the patient's lead were repositioned via surgical intervention on (B)(6) 2024. Both lead anchors were replaced. Therapy was restored post op.